Event description:
Legal notice was received on behalf of this pt; naming the hosp and depuy; complaining of personal injuries due to a defective hip prosthetic. More details will be solicited by co's legal dept.